Event description:
Discordant microalbumin (malb), creatinine (crea), glucose (glu), lactic acid (la), and urinary cerebrospinal fluid protein (ucfp) results were obtained on patient samples on a dimension vista 1500 instrument. The malb and crea results for pid (B)(6) were reported to the physician(s), who questioned the results. The glu, la, and ucfp results were not reported to the physician(s). All samples except pid (B)(6) were rerun on the same instrument. It is unknown if the rerun results were reported to the physician(s). During a review of the instrument files, it was discovered that the patient samples had been dispensed into aliquot wells that quality control material had already been dispensed into. There are no reports of patient intervention or adverse health consequences due to the patient samples being dispensed into the same aliquot wells as quality control material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. The ufsn/umdc instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.